Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and was not able to duplicate issue. Performed the system checkout, also performed the fluoro rad gain calibrations. Invalidated home and performed the motion calibration. Verified the emergency button operates as intended. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a cervical spine procedure. It was reported that the gantry was stuck closed around the patient. Clinical consultant attempted to open the door using the yellow button on the side of the imaging acquisition system, but the door did not respond. Clinical consultant rebooted the system, and the door became responsive again. The door opened, and surgery continued with minimal delay. Patient was present at time of event. It occurred intra operatively and there was less than an hour delay to the case. No reported impact to the patient.